Event description:
According to the reporter, the hospital complained of an infection on posterior fossa procedure that occurred about 30 days post op after the pt received radiation therapy. Duraseal and a duragraft (durepair, distributed by medtronic) were used in the initial surgery. Surgeon performed 2nd surgery to move the infected material and duraseal. Pt was treated with antibiotics and recovered from the infection.

Manufacturer narrative:
Surgeon performed 2nd surgery to remove the infected material and duraseal. Patient was treated with antibiotics and recovered from the infection. Bench-top testing has shown that duraseal does not support microbial growth.